Event description:
It was reported that the asymptomatic patient presented in clinic for follow up, the atrial lead exhibited oversensing. The device was reprogrammed and the patient would be monitored normally with routine follow ups.

Manufacturer narrative:
(B)(4).